Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after making a meal announcement and not finishing the meal, and asked whether the ilet would adjust insulin delivery accordingly; the user was guided to review history and algorithm steps and educated on insulin on board and to keep low snacks available. Symptoms included low blood glucose measured at 70 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included transient hypoglycemia outside target for about one hour without use of backup therapy, ketone testing, professional medical intervention, or other assistance. Investigation included phone-based troubleshooting and user education regarding system behavior, insulin on board, and review of insulin dosing history. Investigation of this case revealed user-reported low glucose associated with incomplete meal consumption after a meal announcement, with the system designed to account for current glucose in dosing. It was concluded that the device functioned as designed and user factors related to meal intake contributed to the event.